Event description:
It was reported bd spike connector c180j had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "liquid leakage from the infusion bag".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation?: yes. D9: returned to manufacturer on: 12/9/2021. H6: investigation: sample and photos received for investigation. Both visual and functional inspections were performed, no defects or issues observed. It is observed that the liquid in the bag does not come out between the spike and spike port, but instead comes out between the rubber stopper and the spike. The c180j spike did not have any defect. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. Based on the available information and evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported bd spike connector c180j had leakage issues. The following information was provided by the initial reporter, translated from japanese: "liquid leakage from the infusion bag".